Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (haemorrhage).

Event description:
During index procedure, the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the proximal circumflex. Approximately 11 months post index procedure, the patient was rehospitalized. Gi bleed was confirmed. The patient had being taking clopidogrel and asa at time of bleed but was discharged home 5 days later on aspirin only. The investigator indicated that the reported event was unrelated to the study device.